Event description:
It was reported that while using the bd facscanto¿ ii flow cytometer that there was erroneous results. The following information was provided by the initial reporter: there were erroneous results on patient samples. There was no delay of any treatment due to this issue. There was no change or delay of treatment. There was no physical harm or injury to a patient as a result of this issue. No separation on bone marrow samples.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd facscanto¿ ii flow cytometer that there was erroneous results. The following information was provided by the initial reporter: 1. There were erroneous results on patient samples. 2. There was no delay of any treatment due to this issue. 3. There was no change or delay of treatment. 4. There was no physical harm or injury to a patient as a result of this issue. No separation on bone marrow samples.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2916837-2023-00090 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction. H3 other text : see h.10.